Event description:
Removal of endosseous dental implants. Five implants were placed in class ii bone on 12/20/96 during a routine procedure. The implants in sites #19 and #20 were removed on 1/24/97. The implant in site #30 was removed on 2/10/97. At both times of implant removal, mild pain and swelling were present. The clinician reports that, although the pt was given thorough post-operative instructions, he suspects that she was chewing with her remaining dentition and inadvertently overstressed the implants with unintended mastication.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of the integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the rpt'd failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.